Manufacturer narrative:
The claimed issue was related to internal leakage and flow transducer tests failure during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, control printed circuit board was defective and needs to be replaced. Defective control board may lead to high pressure or stop of ventilation. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).